Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-05176. Patient had a lead replacement and effective therapy was achieved post operatively .

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-05176. It was reported patient experienced shocking sensation near the supra orbital lead approximately on (B)(6) 2019. Diagnostics revealed normal impedances and no fracture in x-ray .trouble shooting did not resolve the issue .to address the issue patient may be awaiting surgical intervention .